Event description:
It is reported that the patient was revised due to osteolysis of the greater trochanter and superior migration of the femoral head. During the revision surgery, extensive black markings and deposits were visible at the trunnion and modular head interface and along the trunnion and the corresponding taper in the femoral head.

Manufacturer narrative:
Information was received via published literature. Evaluation summary: a photo of the explanted stem and head show potential black debris, however the severity of the debris is hard to decipher. An x-ray at 1 year post op was unremarkable. An x-ray just before revision shows erosion at the acetabulum and osteolysis at the greater trochanter. Neither primary nor revision operative notes were returned for review. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, the device corrosion indicated by the presence of the black debris was likely contributing to the osteolysis and erosion of the acetabulum, however, the cause for the black debris cannot be stated with certainty. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.